Event description:
It was reported that after an abrupt fall the patient¿s generator shifted a few inches and they no longer received stimulation. It was noted that it was not possible to get telemetry with the clinician programmer or the patient programmer. It was noted that charging the implantable neurostimulator (ins) was also not possible. A physician mode recharge (pmr) was attempted but the device was unresponsive. It was noted that it was possible to turn the generator on and off. An x-ray was performed but there were no noticed ruptures in the lead wire or in the extensions and no lack of connection between the components was seen. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).